Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer called and reported that they received emergency medical assistance due to high blood glucose on (B)(6) 2017 with blood glucose of over 400 mg/dl at the time of the incident. The customer states they saw pump suspend messages 3 times on (B)(6) 2017. The customer was at 504 mg/dl at the time of the call, and 278 mg/dl at the time of admission. The customer used manual injections to treat. The customer experienced symptoms such as trouble breathing, light headedness, and dizziness. The customer was wearing the insulin pump during the incident. Troubleshooting was completed. Customer was having insulin flow blocked alarms. The customer was told that they had pneumonia. The customer states that they have times when the pump over or under delivers insulin. The insulin pump will not be returned for analysis.

Manufacturer narrative:
The information provided was incorrect with the initial report. The correct information has been provided with this report. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.